Event description:
It has been reported to philips that the flexvision pc would not start up. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for a coronary diagnosis procedure during the event. The procedure was aborted and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting because of the frame grabber card initialization error. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The philips engineer has replaced the flexvision pc and reinstalled the software. After replacement of the flexvision pc and reinstallation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.